Event description:
The event report indicated that an intravascular ultrasound (ivus) lost image during a percutaneous coronary intervention. Procedure was completed with another ivus catheter with no patient complications reported. The manufacturer learned later that while the user facility was retrieving the device for return post procedure, the catheter needed to be disengaged from the guidewire, force was applied and the tip was torn off. Upon receipt of the returned catheter, the manufacturing technician reported the tip was broken off and the detachment zone did not appear to be elongated. Therefore, based on the observations of the returned device, the manufacturer is reporting the tip break.